Event description:
The pump reservoir had a 40 ml capacity. Access to the reservoir was confirmed using fluoroscopy. The pump was aspirated. A significant amount of resistance was noted when the pump was filled. An abnormal amount of pressure was required to push the medication into the reservoir. Eventually, refill of the reservoir was possible; however, it could be filled with only 37 mls approximately (3 mls short of 40 ml). It was the second occurrence of filling difficulty the hcp reported for the pump. It was later reported that the medication was baclofen 500mcg ("it was from the hospital pharmacy so compounded"). The nurse stated that she had difficulty at his last appointment, therefore, she did not complete the refill. She had aspirated around 3 cc, but was not sure she was in the port and aborted the procedure. It was uncertain if they were in the port at this refill because they aspirated 3.5 ccs and the amount to be aspirated per the programmer was 7.5 ccs. After the needle was placed, they verified placement with fluoro, they then proceeded with the refill. At that time, they were having difficulty instilling the meds. At that point, they attached a 20 cc syringe and pulled back to create negative pressure. Once that was done, they were able to instill the medications without resistance. It was suspected that the nurse was in the port at the previous refill and that is why they did not get all 7.5 ccs back, because she had already withdrawn drug previously. The patient did well without complications and they were able to instill at 40cc of drug.

Manufacturer narrative:
(B)(4).